Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) and right ventricular (rv) impedance measurements of greater than 2300 ohms. The patient's rv lead was non boston scientific. Programming and troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.